Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product involved on the complaint was not returned to bellatek facilities. Therefore, biomet 3i dental ibérica (biomet 3i di) based the investigation on the device history record of the product. Additionally, within the complaint information, the customer sent an image in which a fractured distal extension can be appreciated. The DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per the applicable procedures. No unauthorized deviations or non-conformances, which could cause or contribute to the reported event, were documented as part of the DHR. As the bellatek products are conformed by an unique and one time use lot number per case, having multiple complaints for the same lot number is not very likely to occur. However, the review has been performed and confirmed that no other complaints have been reported for this lot number. The review of the image sent by the customer confirmed a fracture of a distal extension across one of its distal cylinders. However, as the bar was not returned to bellatek facilities and the image only represents a portion of the product (fractured distal extension), it is not possible to verify that the image, correlates with the product under this scope of this complaint. The alleged device malfunction is non-verifiable. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Device not returned.

Event description:
It was reported that the dolder bar (csd02) fractured at the cylinder on the right extension. There was no reported adverse event or serious injury as a result from the fracture.